Event description:
It was reported that the patient went to their doctor today for a temperature of 101 degrees. The physician put the patient on the antibiotic keflex. On follow up per physician, it was noted that the patient had no signs of an infection and was afebrile at an appointment. It was also noted that the patient did not have meningitis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).